Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -12/+1.0/94 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was implanted upside down; and intraoperatively the lens was removed but it had tore. There was no patient injury. On (B)(6) 2022 a replacement lens was implanted and this resolved the problem. The cause of the event was reported as "upside opening of icl".

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -12/+1.0/94 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was implanted upside down; and intraoperatively the lens was removed but it had tore. There was no patient injury. On (B)(6) 2022 a replacement lens was implanted and this resolved the problem. The cause of the event was reported as "upside opening of icl".